Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('hurting') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. The duration of use was 3 weeks. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("all the hairs in shower"), fatigue ("so tired") and hair texture abnormal ("stressed hair, feels like straw, looks horrible, dries horrible"). The patient was treated with surgery (essure removal/3 weeks post op). At the time of the report, the pelvic pain, fatigue and hair texture abnormal outcome was unknown and the alopecia was resolving. The reporter considered alopecia, fatigue, hair texture abnormal and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: adverse event. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: case become valid, previously reported adverse event nos were updated to all the hairs in shower. On 23-mar-2020: follow up received from social media. Reported information was added. Events added: fatigue, pain, and hair texture abnormal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('hurting') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. The duration of use was 3 weeks. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("all the hairs in shower"), fatigue ("so tired"), hair texture abnormal ("stressed hair, feels like straw, looks horrible, dries horrible"), pneumonia aspiration ("aspiration pneumonia"), inflammation ("inflammation"), malaise ("sickness"), lung disorder ("both lobes of my right lungs full sickness") and fear ("I am scared to death.") And was found to have weight increased ("still expanding, 2 years and up 40 pounds"). The patient was treated with antibiotics and surgery (essure removal/3 weeks post op). At the time of the report, the pelvic pain, fatigue and hair texture abnormal outcome was unknown and the alopecia was resolving. The reporter considered alopecia, fatigue, fear, hair texture abnormal, inflammation, lung disorder, malaise, pelvic pain, pneumonia aspiration and weight increased to be related to essure. The reporter commented: I am scared to death. Concerning the injuries reported in this case, the following one/ones were reported via social media: adverse event. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event still expanding, 2 years and up 40 pounds was added. Reporter was added. On 23-mar-2020: new events both lobes of my right lungs full sickness, sickness, aspiration pneumonia, inflammation and I am scared to death were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('hurting') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. The duration of use was 3 weeks. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("all the hairs in shower"), fatigue ("so tired"), hair texture abnormal ("stressed hair, feels like straw, looks horrible, dries horrible"), pneumonia aspiration ("aspiration pneumonia"), inflammation ("inflammation"), illness ("sickness"), lung disorder ("both lobes of my right lungs full sickness"), fear ("I am scared to death.") And dental caries ("teeth are rotting from the inside out") and was found to have weight increased ("still expanding, 2 years and up 40 pounds"). The patient was treated with antibiotics and surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, fatigue, hair texture abnormal and dental caries outcome was unknown and the alopecia was resolving. The reporter considered alopecia, dental caries, fatigue, fear, hair texture abnormal, illness, inflammation, lung disorder, pelvic pain, pneumonia aspiration and weight increased to be related to essure. The reporter commented: I am scared to death. Concerning the injuries reported in this case, the following one/ones were reported via social media: dental caries. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media received. Reporter information added. Event: teeth are rotting from the inside out added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('hurting') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. The duration of use was 3 weeks. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("all the hairs in shower"), fatigue ("so tired"), hair texture abnormal ("stressed hair, feels like straw, looks horrible, dries horrible"), pneumonia aspiration ("aspiration pneumonia"), inflammation ("inflammation"), illness ("sickness"), lung disorder ("both lobes of my right lungs full sickness"), fear ("I am scared to death.") And dental caries ("teeth are rotting from the inside out") and was found to have weight increased ("still expanding, 2 years and up 40 pounds"). The patient was treated with antibiotics and surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, fatigue, hair texture abnormal and dental caries outcome was unknown and the alopecia was resolving. The reporter considered alopecia, dental caries, fatigue, fear, hair texture abnormal, illness, inflammation, lung disorder, pelvic pain, pneumonia aspiration and weight increased to be related to essure. The reporter commented: I am scared to death. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-oct-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.